Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer found the problem and occurred while the machine was in standby mode, the cardiosave intra-aortic balloon pump (iabp) had massive loss of evo. There was no patient involvement.

Event description:
It was reported that when the unit was in standby mode, the cardiosave intra-aortic balloon pump (iabp) had massive helium leak. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, h6 (component codes).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (medical device ¿ problem code, investigation findings, investigation type, investigation conclusion, component code), h11. It was reported that when the unit was in standby mode, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was a helium leak from the cylinder connection. To remediate this issue, the (fse) replaced the helium cylinder and gasket. The unit passed all functional tests and returned to customer for clinical use.